Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device failed to capture the pt's heart rhythm. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.